Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): delay in the infusion time. The institution has identify that this device has a long term of therapy (more that 135 hours). The pts finished the therapies 10 or 15 hours after.